Manufacturer narrative:
The t:slim cartridge user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen and the customer was unable to clear it. During troubleshooting with tandem technical support the display was able to be cleared. Customer attempted to load a new cartridge onto the pump and the pump requested that a minimum of 50 units be loaded onto the pump. Customer was using a non tandem provided syringe to fill the cartridge. Customer's blood glucose level was not impacted.